Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a customer reported that the station was down. The customer stated that the screen was black and that a reboot was attempted, but the issue persisted. A review of remote support service indicated that the station was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 controller board had direct short and north bride capacitors blown and leaking. A field service engineer (fse) replaced drawer controller board to resolve the issue. Following the repair, the customer recovered drawer and performed functional testing to verify proper operation. The system functioned as intended after the field service engineer repaired the device.